Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that an increase in shock impedance measurements was noted when it comes to this device. A review by technical services (ts) noted that no noise was seen in the arrhythmia logbook, and a slight increase in pace impedance measurements was also noted. Ts discussed that the shock impedance measurements have been increasing over the last year and discussed possible reasons for the increase in values. The device remains implanted. No adverse patient effects were reported.